Manufacturer narrative:
Additional information was received for this case. Find new information in section: lot number, expiration date and device manufacture date.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirmed a piece is broken off the evos small 3.5mm depth gauge long and has not been returned. The device shows significant signs of wear/usage. The device was manufactured in 2017. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.this is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur.

Event description:
It was reported that before a trauma surgery was noticed that the evos small 3.5mm depth gauge long has a piece broken off. There was a smith and nephew back up device to complete the case with no delay and no injury to the patient.